Event description:
Same case as: 213425-2010-00622. It was reported that post-coronary drug eluting stenting treatment procedure stent thrombosis occurred. The target lesions were located in the right coronary artery (rca) mid circumflex (cx). During the index procedure, a taxus liberte¿ 2.75x20mm stent and a taxus liberte¿ 2.50x16mm stent were implanted. Less than two hours after the procedure, the patient experienced acute st segment elevation and inferior wall infarction. Acute stent thrombosis was found in the rca and 90% stenosis and visible thrombus in the cx. A non-bsc aspiration catheter was used to perform thrombectomy of the rca. Significant improvement in flow occurred but there was still visible thrombus. A maverick 3.0x20mm balloon was used to dilate the vessel to 10-12 atms for 15-30 seconds. After this, excellent angiographic results were visible with 0% residual stenosis, normal flow to the distal vessel and marked improvement in st segment elevation. Intravascular ultrasound also revealed adequate stent expansion and apposition of the vessel wall. Thrombectomy was not possible to treat the cx due to severe angulation of the cx of the left main (lm). A maverick 2.5x20mm balloon was used to perform balloon angioplasty throughout the mid cx. Multiple inflations were performed to 4-6 atms distally and 14 atms proximally. After this, excellent angiographic results were observed with 5% residual stenosis, no visible thrombus and normal flow to the distal vessel. Beyond the stent segment, there was approximately 40-50% stenosis which was unchanged. Medications administered during the procedure included reopro bolus and heparin infusion. The procedure was successfully completed and no further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).